Manufacturer narrative:
The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer camera head has an image malfunction, ¿it was black there is no picture¿. The customer reported problem was found during an unspecified procedure. No death, injury or harm was reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Event description:
Additional information received from the initial reporter confirmed the loss of image was discovered during an unknown procedure. The procedure was completed without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.